Event description:
It was reported that the patient presented to the emergency department with complaints of extracardiac stimulation. Chest x-ray showed the right atrial (ra) lead had pulled back to the superior vena cava (svc). Electrical numbers were not able to be obtained due to the lead location. The patient was brought into the ep lab the next morning. The ra lead was removed, and a new lead was implanted without incident. The patient was stable.